Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. Customer stated that the high blood glucose level due to infusion set. Customer was treated with manual shot. Customer declined troubleshoot. The insulin pump will not be returned for analysis.